Manufacturer narrative:
Conmed corporation received one (1) "unopened" package containing the goldline pencil, standard blade, for evaluation. Visual examination by the packaging lab on 17-mar-2017 revealed there was an open pouch with the seal transfer in the area of the complaint less than 1/4 inch. Due to the adhesive transfer of less than 1/4 inch, it appears that part of the device was in the seal area during the final sealing process resulting in an open seal and therefore a breach of sterility. This complaint for "insufficient heatseal" is confirmed. This lot was manufactured on 04-dec-2015. The manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, there was one other similar complaint received. A two (2) year review of product history for this device family showed a total of fifty eight (58) complaints, involving one hundred eight (108) devices, regarding insufficient heat seals. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. The reported packaging anomaly was obvious to the distributor and therefore prompted the return of the device for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Although the risk documents address this failure mode, (B)(4) was initiated to prevent future recurrences. To date, there have been no serious injuries or death related to this reported problem. The reported complaint issue will continue to be monitored through the complaint system. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) address the potential risk of insufficient heatseal. The IFU states: "sterility is guaranteed unless package has been opened, broken, or damaged." As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, one (1) package containing a goldline pencil, standard blade, was discovered with "insufficient heat seal." In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.